Event description:
It was reported that the screw was broken at unknown time post-op. A revision surgery is planned.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.